Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. The device was replaced by another one.a philips field service engineer (fse) went to the customer site to evaluate the device. The philips fse found the ventilator would not turn on. The device's oxygen blending module (obm) subassembly and harness, blower assembly, and system board will need to be replace to address the issue.